Manufacturer narrative:
(B)(4)

Event description:
Initial report: this non-serious spontaneous case from (B)(6) was received from a consumer on 16-aug and our local quality department on 17-aug-2010, and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4)). This case involves a (B)(6) female pt who commenced poly-l-lactic acid therapy (sculptra) about a year ago. Following sculptra therapy, the pt became pregnant. No additional treatment details were mentioned. Relevant medical history and concomitant medication info were not mentioned. On an unk date, the pt experienced hardening of poly-l-lactic acid at the injection sites and discoloration of her skin at the injection sites in her cheeks which "looked like bruising". The pt assumed at the time that it was related to her pregnancy. The baby was born 2.5 months ago and the pt sought corrective treatment. Steroids were prescribed and the lump on the left cheek "seemed to have become infected and is now visibly sticking out." The reporter stated "it seems inflamed, angry, painful and getting worse." In total 5 points were inflamed. Since starting steroids, "one has got smaller, 3 have stayed the same, and the one on the left cheek is particularly prominent." When recent swelling started, the lump was considered to be infected and on (B)(6)2010 antibiotics (though to be erythromycin) was prescribed. The lump is now "larger and more painful, getting worse by the day." The original poly-l-lactic acid practitioner thought pregnancy hormones may be related.